Event description:
It was reported that the valve would not flow correctly and that it was leaking.

Manufacturer narrative:
The valve was patent. The valve was within specification for all pressure-flow and preimplantation testing. The valve did not pass leak testing due to two jagged tears on the top of the delta chamber. The valve could not test for siphon and reflux testing because the water was flowing through the tears in the delta chamber. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture. The instructions for use that accompanies the valves caution that care should be taken in handling the valves as silicone has a low cut and tear resistance.